Event description:
It was reported that three(3) exactamix 2000 ml eva tpn bags had contamination in the solution. The issue was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. A review of the returned video was performed, and it was noted that there were small white particles, approximately 0.03mm, identified floating in the tpn (total parenteral nutrition) solution. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.